Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, retains analysis, system risk analysis (sra) and concomitant product evaluation. ¿ the DHR review, trending analysis by lot number and retains testing were not performed as the lot number was not available. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the product was not returned; therefore, no visual analysis was performed. ¿ the concomitant sterrad was not evaluated since the serial number of the unit was not provided. There is insufficient information to determine an assignable cause. Multiple attempts at receiving additional information from the customer were unsuccessful. Should additional information become available at a later date, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.